Event description:
It was reported that during an open sigmoid colectomy procedure, the device was fired multiple times. A white load was used on the inferior mesenteric artery and a blue on the sigmoid. The surgeon closed the patient and the patient¿s blood pressure would not stabilize. The patient was then re-opened and the inferior mesenteric artery was noticed to have hemorrhaged. The vessel had retracted out of the staple line, the surgeon mentioned the vessel was calcified. The patient was given 9 units of blood however the amount of blood loss is unknown. It is unknown how the bleeding was controlled. The patient remains in the hospital. On what tissue type was the device used? At what location on the tissue? Inferior mesenteric artery, and sigmoid. On which firing(s) did this event occur? Unknown. What color cartridge was being used? White and blue. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.